Event description:
The risk manager from the hospital, reported the following event : during an endoscopy surgery, the light source made the fuses blew up. Consequently, the patient had a laparoscopy instead of an endoscopy.

Manufacturer narrative:
The device will not be returned to manufacturer for evaluation. Additional information will be provided after investigation is completed.